Event description:
While attempting to monitor the heart rhythm of a pt (age & gender unk) the device powered on without display. Complainant did not indicate thare was nay adverse effect to the pt due to the rpeorted malfunction.